Manufacturer narrative:
Analysis performed confirmed the device exhibited normal device characteristics and visual inspection on the device did not find any anomaly that could cause the reported complaint.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s insertable cardiac monitor fell out of the patient¿s pocket. A new device was implanted. The patient was stable after the procedure.